Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 500 mg/dl at the time of the incident. The customer was treated with manual injections and they declined troubleshooting. The insulin pump will not be returned for the analysis.